Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient continues with a driveline infection, with drainage and redness. The patent was discharged and is on IV antibiotics.

Manufacturer narrative:
Event date is estimated. Approx age of device: 1 year and 8 months. The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the reported driveline infection could not be determined through this evaluation. The instructions for use lists driveline infection as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient has an ongoing driveline infection and is currently on oral antibiotics.